Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the patient's diabetes educator contacted animas to report that the patient was admitted to the hospital "last night/early this morning" with dka: the patient's blood glucose was 800 mg/dl. The patient was taken off the pump and put on insulin drip. Through troubleshooting, the animas representative determined that there was no evidence of a pump malfunction. The reporter was able to successfully deliver 3 units of air bolus with the pump and confirmed that the pump was programmed as desired. The pump's history indicated that the basal settings/history matched; however, the reporter was unable to confirm if the bolus settings/history matched. The reporter stated there were "tiny" air bubbles in the cartridge. The reporter was also unable to provide any information about the infusion site and set. The patient reportedly was unable to obtain new insulin and ended up using an "old" vial of insulin: the start date of the "old" insulin was not provided. The animas representative advised the reporter to have the patient remove the infusion site and to inspect the infusion site/set. The reporter indicated that the patient planned on resuming the insulin pump therapy. The patient's reported injury possibly could be attributed to using an old vial of insulin. However, this complaint is still being reported because the patient reportedly was hospitalized for dka while using the pump.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.